Event description:
.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-02866 indicting the brand name as a mechanical (manual) wheelchair and the common device name as 890.3850. The correct brand name is mechanical walker/rollator and the device name is 890.3825.

Event description:
Provider states the brake cable on a 65650 rollator is broke.